Event description:
It was reported that during the procedure, the physician encountered significant resistance when advancing the subject stent within the microcatheter, so the stent and microcatheter were withdrawn entirely from the body. The physician then attempted to deliver the stent outside the body, at which point the stent accidentally became deployed on the table. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that the stent was broken/fractured at two points around the middle. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were also returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed throughout. The stent was broken/fractured at two points around the middle. The introducer sheath distal tip showed signs of crush damage. The sdw was kinked/bent at the distal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported damage 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during preparation' could not be replicated. However, the analysis results are consistent with the reported event. It was reported "a subject stent was delivered using an microcatheter. However, the physician encountered significant resistance when advancing the subject stent within the microcatheter, so the stent and microcatheter were withdrawn entirely from the body. The physician then attempted to deliver the stent outside the body, at which point the stent accidentally became deployed on the table". The product analysis of the returned device indicated that the stent was received in a deployed condition, which is aligned with the event description. The stent was noted to be deformed throughout. The stent was broken/fractured at two points around the middle. The introducer sheath distal tip showed signs of crush damage. The stent delivery wire (sdw) kinked/bent at the distal end. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was reported to be moderately tortuous which most likely contributed to the reported event. The as reported event ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during preparation' as well as the as analyzed damage ¿stent deformed, stent broken/fractured during use, sdw kinked/bent and stent introducer sheath distal tip damaged will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.